Event description:
During the insertion of the pa catheter-the tip was tied in a knot and broke off in the pt. The tip was retrieved and the pt was discharged approx 8 days later.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.